Event description:
It was reported that the syringe leaked during use. The operator of the device was a health professional, and the event occurred in late nov-2024 at the hospital. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: one lor syringe was returned. As a result of observation, there were no noticeable abnormalities in appearance. For a functional test, we filled the syringe with water and applied pressure and found that water leaked into the plunger. The reported event was confirmed. There have been continuous reports of leakage due to crushed syringes. According to the previous supplier investigation report, it was highly likely that the problem occurred after shipment from unisys. An investigation was carried out into the placement of the components to see if the syringes could be crushed, but no factors were identified that could cause the crushing, especially when compared with other part numbers, and the cause of the problem could not be identified. Based on the previous complaint, we plan to change the tray as a mitigation measure, but this issue is occurring with products before the tray change. We will monitor for occurrences after the tray change. A device history record could not be completed as no lot number was received.